Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory, product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was difficulty charging their controller, as it would usually take 20 minutes to charge the battery pack but it was now taking more than three hours and the controller was only charged up to 60%. It was noted that this started a couple of days prior to the date of this report. The patient spoke to a manufacturer representative who suggested they replace the lithium battery pack since they were having trouble charging it and it wouldn¿t hold a charge. The patient also had two implants and reported that the ¿charge from their lumbar spine implantable neurostimulator (ins) was jumping to the other ins.¿ the patient clarified that their ins battery was running out in one night but the other ins battery was holding a charge. The patient stated that the manufacturer representative they spoke with told them that if they replaced the lithium battery pack that it would stop the ins battery from depleting quickly. It was suggested that the patient contact their hcp to have their ins battery checked to see if it was draining too quickly. In addition, the patient reported that they were in pain and that their back was really ¿raw.¿ the patient mentioned that they were trying to recover from two surgeries since (B)(6) 2019 and that they were a wreck. The patient was redirected to the repair department and a replacement lithium ion battery pack was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.